Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. The reason for the reported revision surgery was not specified. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2017: patient had unspecified injuries and underwent revision surgery the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2017: patient had unspecified injuries and underwent revision surgery the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with chronically incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿a longitudinally incision was made over the area of the palpable mass. The hernia sac was dissected out. A ventralex mesh (device 1) was placed into the defect and closed with sutures.¿ (B)(6) 2017 - patient was diagnosed with small bowel obstruction, adhesion, right inguinal hernia thereby underwent laparoscopic repair with lysis of adhesion, primary repair of right inguinal hernia. Per operative notes, ¿an incision was made into the right upper quadrant of umbilicus. Previously placed mesh was visible. Bowel obstruction was noted which was taken down sharply. Lysis of adhesion was performed. Right inguinal hernia defect was closed with sutures primarily.¿ (B)(6) 2018 - patient was diagnosed with strangulated right inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per operative notes, ¿an incision was made into the right inguinal side. Hernia sac was dissected out. A large perfix plug (device 2) was placed and sutured.¿

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided.the reason for the reported revision surgery was not specified. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11 : this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k)#. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.